Event description:
Pt status post pituitary tumor resection had a lumbar drain placed. The pt is a diabetic with poor surgar control. The pt exhibited a positive csf for bacillus cereus in 2003. The pt was treated with vancomycin and recovered. No device information or lot number was provided, therefore a review of the customers purchase record was conducted, which identified the purchase of lumbar catheter kit.